Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after placement of the prosthesis for a solitary rectal ulcer, the patient experienced repeated vaginal infections, great fatigue, physical and moral exhaustion due to stomach, lower back pain and anal bleeding. Exposure of the strip at vaginal level, infected strip, inflammatory fistulous path all along the prosthesis. Constant vaginal discharge since the installation of these prostheses. Two operations for partial removal of this device. A next operation planned is to try a total removal.